Event description:
It was reported that when the asymptomatic patient presented in-clinic for a routine follow-up, it was observed that the patient had received inappropriate therapy. The device was reprogrammed. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.